Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a poor connection due to deformation of the receiving contact of the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image displayed on the visera elite video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was caused by the deformation of the electrical contact pin in the video jacket, but no further information was obtained, which did not lead to the identification of root cause of the deformation of the electrical contact pin in the video jacket. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding the event: - the date of event is unknown, but it was about a month ago. The image issued occurred during inspection before an unspecific therapeutic procedure, which was completed using a similar device. There was no delay associated with the event.